Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Patient coding on arrival to cath lab from emergengy department. Multiple vasoactive and intropic medications started. Decision was made to place impella, physician placed impella to right femoral artery (rfa), patient proceeded to loosing a pulse and requiring a second round of cardiopulmonary resuscitation, return of spontaneous circulation obtained, using single access technique physician able to angioplasty and stent the right coronary artery, intravascular ultrasound used. Anti-arrhythmia medications given. Cardioversion was attempted for increased heart rate. Patient had multiple runs of monomorphic ventricular tachycardia, patient was successfully defibrillated. The patient started on continuous renal replacement therapy (crrt) last night and has been tolerating with fluid pulling off. This morning chest x-ray (cxr) showed improvement. Right groin with impella did get oozy, nurses will change the dressing when they get the chance. The patient went into atrial fibrillation (afib) after extubation. He was given a bolus of amio for now. The impella was weaned and explanted. Patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Arrhythmia/ tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Renal failure: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.